Event description:
It was reported that during a routine device change out procedure, insulation damage was noted on the right ventricular (rv) lead. The polyurethane overlay had an area of roughness with a possible tear of polyurethane. The physician requested medical adhesive which was placed over the area of concern. Pacing, sensing, and impedance measurements were stable and consistent with measurements obtained in the chronic device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).